Event description:
Same case as MDR ID#: 2134265-2015-04009. It was reported that following a coronary artery stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2014, two promus premier stents were implanted. In (B)(6) 2015, in-stent restenosis was noted and a 2.75x16mm promus premier stent was implanted to treat the event.

Manufacturer narrative:
(B)(4). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).